Event description:
It was reported that the patient experienced an undesirable change in stimulation. It was noted that the outcome was resolved without sequelae on (B)(6) 2013. It was noted that therapy was suspended and the device was turned off. It was noted the entire system was explanted on (B)(6) 2013. It was noted that the diagnostic methods were used. It was noted that it was not due to programming and that the event was possibly related to the device or therapy and not related to the implant procedure. It was noted that the patient experienced positional stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 3550-39, lot# n332676, implanted: (B)(6) 2012, product type: accessory; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).